Event description:
The resident was assisted to be transferred via a hoist with use of a sling by two staff. She was being transferred from her bed to her chair for a bath. Staff were guiding her with use of the hoist when the slipped out of her sling to the floor. The pt had sustained no injuries and was in good health. Ref. MFR# 9611530-2013-00168.